Event description:
Tip breakage: our affiliate is reporting that during a knee repair, a portion of the distal tip of an s90 electrode broke off into the pt's joint space. The surgeon believes that all of the debris was removed and the procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.